Event description:
It was reported that two crystalens (at50ao) were implanted bilaterally approx 2 months ago. Since implantation the pt has reported "tunneling" of vision and poor visual acuity. Anterior capsular contraction was noted bilaterally and a yag was performed in order to release both lenses and restore accommodation. Pt was last diagnosed with bilateral anterior phimosis post yag. Bcva was reported as 20/20. Pt was prescribed cyclogyl to allow lens to settle posteriorly. In the surgeon's opinion, the most likely cause of the event was anterior capsular contraction due to the pt's young age. This report refers to the left eye. Reference MDR # 2031924-2012-00052 for the right eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye and will therefore not be returned to bausch + lomb for eval. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the likely cause of the event is capsular contraction due to the pt's age as indicated by the surgeon.